Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arise, which materially alters information submitted in a previous MDR report.

Event description:
A report received for a patient born in 1962, indicated that there was an increase in pump parameters (doubling of power consumption within five [5] hours) on (B)(6) 2017. A pronounced third harmonic was observed in the acoustic measurement, as a sign of a rotor imbalance. Over time, there was a clear increase in hemolysis parameters. Therapy was initiated and the patient died on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
It was reported that there was an increase in pump parameters (doubling of power consumption within 5 hours) on (B)(6) 2017. A pronounced third harmonic was observed in the acoustic measurement, as a sign of a rotor imbalance. Over time, there was a clear increase in hemolysis parameters. Care was withdrawn and the patient died on (B)(6) 2017. No additional information was provided. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Correction: the follow up 002 medwatch (report # 3007042319-2017-03109) was inadvertently submitted without a date received by MFR. Date rcvd by MFR should have been 2018-03-27. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was not confirmed via review of the controller log files since log files for the reported event date were not available for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, the most likely root cause of the high power event can be attributed to multiple factors including but not limited to thrombus formation/ingestion, high flows, incorrect setting of alarm thresholds. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.